Manufacturer narrative:
The reagent lot number is 520767. The calibration trace revealed that signal 2 was lower than expected. The qc data submitted did not include the reference ranges. The field service engineer (fse) replaced the measuring cells which were due for replacement. He performed instrument checks with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received discrepant results for one patient sample tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. The questionable result was reported outside of the laboratory. The result was questioned by the physician which prompted a rerun. The same plasma sample was then rerun on an unspecified e 411 analyzer. The repeat result was deemed correct. The reporter alleged that they had a questionable result due to a gripper error where the cup had spilled over the incubator when he ran the troponin t tests. Specimen ID (B)(6) had an initial result of 0.301 ng/ml. The repeat result was <0.010 ng/ml. The repeat result was deemed correct. The reagent lot number and its expiration date were requested but not provided.